Event description:
While using the bullard laryngoscope for intubation, the plastic extender piece detached and was left in the patient's throat. The patient returned home and coughed up the extender piece the following day after the procedure. There was no patient harm. This incident was reported to gyrus acmi in december, 2009.

Manufacturer narrative:
The extender blade was not returned. A review of past incidents and recent testing data leads to a conclusion that the device was not fastened securely to the laryngoscope prior to intubation. Removal of the blade extender is quite difficult unless an lar-ER removing tool is used. Thus, normal usage will not result in the device detaching from the laryngoscope.